Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for testing for low oxygen flow, 240 vac power source average power and positive flow verify. The device's inlet air path, air path foam, and flow path were replaced, and the device has been recalibrated to address the issues. The device passed all testing.